Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between pd therapy utilizing the liberty select cycler/fmc cassette and the patient¿s peritonitis event. However, currently there is no objective evidence which indicates a liberty select cycler/fmc cassette product issue or malfunction caused or contributed to the patient event. The exact cause of the patient¿s peritonitis cannot be determined with the information currently available. Peritonitis is a well-known potential complication in pd patients which can be a result of multiple potential etiologies. However, it is well documented that poor aseptic technique during the pd exchange is a leading cause of peritonitis for pd patients.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that a patient was hospitalized for peritonitis. Per the pdrn, the patient¿s catheter was removed, and the patient transitioned to hemodialysis treatment.